Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: there were unexplained pump reboots observed in the black box. There was no damage found to the battery compartment or cap. The returned battery cap was able to fully tighten to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power interruptions duplicated. The returned battery cap contact measurements were within specifications. The pump cover was removed and no evidence of internally moisture or damage was found. The complaint was verified in the history but could not be duplicated during testing. Unrelated to the original complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).